Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due to intake of fish, but as this was not verified by the health care professional, the cause is assessed as unknown. On unreported date(s), the patient was treated with vancomycin intravenously (through a peripherally inserted central catheter- PICC line) daily (dosage and duration not reported), fortaz 2 grams per day through the PICC line (duration not reported), and gentamycin three times per week intraperitoneally (dosage and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. After five days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis. No additional information is available.